Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infection, urinary problems, bowel problems, recurrence, vaginal scarring, organ perforation, emotional distress, and a product problem. It was also reported by the plaintiff that the plaintiff experienced perforation, severe constipation, hematuria, and erosion. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-37702.